Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances were found. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient had inflammation along the nasolabial folds after they were injected in the nasolabial folds with juvéderm vollure¿ xc. Treatment is noted as hyaluronidase and hospitalization. Event resolution is unknown at this time. No further information provided.